Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01291. It was reported that patient experienced uncomfortable stimulation described as shocking sensation. In turn, patient underwent surgical intervention on (B)(6) 2019, wherein the system was explanted.

Event description:
Reference MFR report: 3006705815-2019-01291.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01291.